Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the balloon broke and disengaged into the pt's cavity. The surgeon was able to retrieve the pieces and complete the procedure. The hosp has reported no pt injury occurred.